Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure in the rca vessel. An angiographic complication of dissection occurred.